Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a black screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, hh3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and completed a deoxidation to the cable and connector on screen. All functional test were completed to manufacturers specifications.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).